Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device did not power up due to a faulty power controller board. A field service engineer assisted the customer in isolating the drawer, which prevented the device from powering up, and replaced the half-height drawer 2.2 power controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the station went into offline in pediatrics emergency department. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.